Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a31032 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 3 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. Treatment was not reported. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.